Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported stent dislodgement and shaft separation were confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of angina, intimal dissection, ischemia and emergency or non-emergent CABG surgery as listed in the multi-link vision rapid exchange (rx) and over the wire (otw) coronary stent systems (css), international, instructions for use (IFU) are known patient effects that may be associated with coronary stenting. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported failure to advance, stent dislodgement, shaft separation, foreign body in patient and subsequent treatments appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
(B)(4). At this time the patient was taken for coronary artery bypass graft. The patient is doing well. No additional information was provided. Concomitant product: guide wire: bmw; rx vision 3.0 x 28 mm. The rx trek 3.0 x 12 mm and rx vision 2.75 x 18 mm mentioned are being filed under separate manufacturer report numbers. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified mid left anterior descending (lad) artery that was 90% stenosed and moderately thrombotic. The right coronary artery was 100% stenosed and the distal left main and circumflex were 40% stenosed. There was difficulty advancing a balance middleweight (bmw) guide wire. A 3.0 x 12 mm trek balloon catheter was advanced for pre-dilatation when there was some resistance with the anatomy; however, the catheter did cross. Pre-dilatation was performed when a dissection occurred distal to the stenosis. A 3.0 x 28 mm vision stent could not cross through the stenosis to treat the dissection. It was implanted in the mid lad. A 2.5 x 15 mm vision could not cross through the previously placed vision and the stent dislodged inside the 3.0 x 28 mm vision. There was no attempt to remove it. During removal of the stent delivery system, the shaft, outside the anatomy separated. The separated portion was easily removed. A dissection occurred in the proximal lad. There was slow flow in the lad, circumflex and left main arteries and the patient had chest pain. The lad was rewired and a 3.0 x 15 mm vision was deployed to treat the dissection and good flow was reestablished. An attempt was made to cross with a 2.75 x 18 mm vision but it caught in the previously placed stent and there was resistance removing the device from the anatomy. A 3.5 x 18 mm vision stent delivery system could not cross through the left main to the lad and was removed without issue. The circumflex was wired and a 2.5 x 12 mm vision could not cross through a previously placed stent in the circumflex and was removed without issue.